Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a malfunction of the zoom. Upon inspection and testing of the returned device, a foreign object was found inside the nozzle due to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to a foreign object was found inside the nozzle due to insufficient cleaning, the following faults were identified: due to damage on zoom (charged coupled device), zoom does not work smoothly, due to deformation of zoom lever, water tightness is lost, connecting tube has discoloration and a scratch. The plastic distal end cover has a scratch, light guide lens has discoloration, objective lens has discoloration, switch box has a scratch, suction cylinder is shaved, cylinder has corrosion, up/down knob has corrosion and a scratch, lock engagement lever and knob have a scratch, right/left knob has a scratch, control unit has discoloration, due to clogging of nozzle, water removal ability does not meet specification, adhesive on rubber has a chip, an abnormal sound is made due to damage on up/down knob, due to wear of angle wire, bending angle in up direction does not meet specification, and due to corrosion and damage the switchboard does not work. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5/h10 (information was inadvertently missed on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material was not sufficiently removed from the air/water nozzle and resulted in the clog, the cause for the material entering the nozzle could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Correction to h10: the following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was properly implemented. The air/water nozzle was flushed with water and air. Manual cleaning information- there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The issue occurred during a routine inspection for a diagnostic procedure. The procedure was completed using the same set of equipment. The device was inspected before use.